Manufacturer narrative:
(B)(4). Event occurred on unspecified date in 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the corner of a homechoice automated pd set with cassette. The patient stated "they had a cassette with ¿green tape¿ on it that had a hole in the corner." This issue was observed before use. The registered nurse stated no sharp objects had been used near the product. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The reported problem was verified during visual inspection. Green tape and excess sheeting welded to the cassette (green tape is on the outside of the cassette and excess sheeting is inside of the cassette) was observed. There was a leak from the area of the green tap. The cause is a manufacturing issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.